Manufacturer narrative:
The insulin pump was received with a motor error alarm during rewind due to the motor encoder signal out of phase. We were unable to perform the displacement test due to the motor error alarm. No motor position encoder error alarm was found. The pump also had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind. There were also some motor error alarms and a motor position encoder error alarm in the alarm history.